Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (reported as "high") and an insulin injection was administered to address bg. Customer declined to provide further information and declined tandem technical support's offer to perform a pump system check or follow up.